Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to low battery icon displayed. Customer experienced tiredness, weakness and subsequently lost consciousness due to hypoglycemia. Paramedics was called and the customer was treated with 1 whole tube of glucose liquid gel. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter did power on with button depression and with strip insertion. A power consumption test was performed and fast draining battery was not observed. Therefore, it is not confirmed. No malfunction or product deficiency was identified.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to low battery icon displayed. Customer experienced tiredness, weakness and subsequently lost consciousness due to hypoglycemia. Paramedics was called and the customer was treated with 1 whole tube of glucose liquid gel. There was no report of death or permanent injury associated with this event.